Event description:
It was reported that the broken bottom case was not communicating with main board. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The bottom case seal was removed, and plunger case seal was intact. The investigation found the device top and bottom cases are in excellent condition. Plunger head is cracked by screws. Contamination found between top and bottom case. Missing battery, contamination by the power receptacle and by the cord clamp. The pump event history showed a battery communication time out error in the error history log (ehl). The evaluation was performed, and the reported issue was confirmed, the battery is not charging, and battery readings are all "0" (missing battery). Installed new batter and device still not charging battery. The reported issue was caused by the interconnect board. Fluid entered through the battery compartment and contaminated interconnect board. The root cause of the reported issue was use error. The technician replaced the interconnect board and battery. Performed power up process and functional test which passed.